Manufacturer narrative:
In the case description, the user mentioned receiving pod communication error messages and having to discard the pod. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found evidence of communication issues between the pod and the controller. The audit log files showed that the pod was able to connect to the controller, however the controller was unable to send commands to the pod, including the pod deactivation command, resulting in the pod being discarded. The engineering logs confirmed that the controller encountered multiple failed to send messages when trying to send commands to the pod and that deactivation failed, resulting in the discard. The exact cause of the failed to send errors could not be determined and so the cause of the reported event could not be determined.

Event description:
It was reported that the patient went to the doctor and was diagnosed with hyperglycemia. Blood glucose (bg) values reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported receiving a communication error while at school that would not clear. Patient did not have an alternative form of insulin delivery. The patient's mother picked her up from school and took her to see her hcp (health care provider). For treatment, the patient was given 30 units of long-acting insulin and told to rest, monitor her bg closely and check for ketones throughout the day. Symptoms of hyperglycemia were not reported. The patient was at the hcp office for 40 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.